Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of an implantable pulse generator (ipg) after the pacing lead was fixated to the ipg, it was decided to remove the pacing lead again and the set screw was loosened using a torque wrench, then the pacing lead was removed. At that time, the set screw was protruding from the grommet, and attempts to reposition/correct the connector failed. The physician said that the set screw was too loose and that ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.